Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between electrode and pebax. It was reported that during procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jan-2025, observed reddish material inside the pebax and a separation between electrode and pebax. The event was originally considered non-reportable, however, bwi became aware of a separation between electrode and pebax on 27-jan-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-jan-2025. A visual inspection and force test were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between the electrode and the pebax. The device was connected to the carto 3 system, and it was recognized; however, negative force vector appeared in the system with high force readings. In addition, the device was dissected at the peak housing section and insufficient adhesive was observed on the wires; this could be related to the force issue; however, this cannot be conclusively determined. The separation could also be related to the issues reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the damage on the pebax is related to the manufacturing process of the device. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues and to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿a problem with the force of the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires causing negative force vector appeared in the system¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) and sleeve (g04115) were selected as related to the customer¿s reported ¿manufacturing process¿ related. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿a problem with the force of the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires causing high force readings¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿a problem with the force of the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a separation between the electrode and the pebax¿. Manufacturer¿s reference number: (B)(4).